Event description:
Pdc received a medical intervention report on (B)(4) 2013 that occurred (B)(6) 2013 at 10:30am central time. Per pt, prodigy meter reading was said to be 309mg/dl, "hi", then 196. Her granddaughter administered 6 units of insulin. Pt stated becoming incoherent, sweaty, started convulsing, and having slurred speech. Medics were called and their meter's reading was 21. Time between pdc meter and medic's was said to be within 30 minutes. Pt was given an IV and peanut butter and jelly sandwich, and was not transported to the emergency room. Another test was performed prior to medics leaving. Pdc reading was said to be 336, while medic's was 196. Pdc sent replacement meter to pt, along with prepaid return envelope so suspect product(s) can be returned for evaluation.